Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported failure to deploy the suture could not be tested due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: reportedly, when the plunger was removed, the suture came out with the plunger. There was no adverse patient sequela.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device, using the preclose technique, with a 7fr sheath prior to an angioplasty procedure. Reportedly, when the proglide was used, it was noticed the suture was loose. Hemostasis was achieved with another proglide device. There was no reported clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide and established int the preclose technique. No additional information was provided.